Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and overnight stay. The pneumothorax was discovered via chest x ray; the size was small and did not increase over time. The patient was asymptomatic. The target lesion was about 9 millimeters in size and located in the periphery of the right upper lobe, close to the pleura. The procedure was completed as planned with no delays. The patient was reported to be in stable condition. The physician believed that the pneumothorax would have likely occurred via another modality. There was no ion system or product malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. A system log review cannot be performed because the system logs are not available at this time.